Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via a phone call, he has been having issues with the insulin pump. For three days the device has been delivering a little bit of insulin and then it alarms no delivery while customer is connected and prime. Customer's blood glucose was unknown. Troubleshooting was performed on the insulin pump. During the testing the customer was advised to perform a manual prime without a reservoir in the device and the device did not alarm no reservoir. Customer will then insert a new reservoir and the device will alarm no delivery. Tested and device alarmed no delivery at 3 units. The reservoir and infusion set were replaced and the device alarmed no delivery again. Customer was advised the device would need to be replaced and customer agreed to return it for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump had minor scratches on display window.